Event description:
Physician reported intracapsular rupture on the left side diagnosed by MRI. MRI result shows "intracapsular rupture of the left implant" and surgical report conclusion shows "left breast capsule fibroadipose tissue with foreign body reaction consistent with implant rupture. No signs of malignancy." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and inflammation.

Event description:
Physician reported intracapsular rupture on the left side diagnosed by MRI. MRI result shows "intracapsular rupture of the left implant" and surgical report conclusion shows "left breast capsule fibroadipose tissue with foreign body reaction consistent with implant rupture. No signs of malignancy." The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed.